Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.75 x 38 mm xience prime stent was implanted; however, a proximal edge dissection was observed. A 3.0 x 12 mm xience prime stent was used to treat the dissection successfully. The patient was discharged and there was no clinically significant delay in the procedure. No additional information was provided.